Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was placed in the patients eye and everything was fine. The doctor noticed a spots/glare bouncing off the lens which was very noticeable. No scratches or tears. The iol was explanted during initial procedure and replaced with another unspecified lens which was fine. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.6. (FDA product code a0407 updated to a0203). The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. It cannot be determined what cause the reported "spots/glare bouncing off the lens". It cannot be determined if the lens was damaged without physical evaluation of the sample. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).